Manufacturer narrative:
Additional information: investigation/evaluation the complaint device was not returned for evaluation as it remains implanted in the patient. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, quality control data, and specifications. Two post-implantation computerized tomographic angiography (cta)s were provided for review. The ctas demonstrate fusiform infrarenal aneurysm exclusion with a tffb-26- 84 and bilateral tfle-16-88 iliac legs. The aneurysm grew from 4.7 to 6.5cm maximal diameter between 2011 and 2016. The aneurysm growth separated the aneurysm wall from the iliac legs between 2011 and 2016. In this space, increased density posterior to the flow divider in 2016 was suspicious for an endoleak. No type ii endoleaks were present on either scan. Impressions of the imaging reviewer: 1. Although the 2016 scan was suspicious for an endoleak, endoleak cannot be confirmed or typed. Based on the imaging alone, density posterior to the flow divider stent in 2016 could have represented either a type 2 endoleak, a type 3 endoleak, or calcification. 2. Except for the proximal most 5mm of the ipsilateral gate, the right iliac leg's course through the sac would have been two layered and unlikely to leak. Based on the imaging alone, a type 3 endoleak originating from the first 5mm of the ipsilateral gate's posterior side would satisfy the complaint report's description of the endoleak and could have been eliminated with right iliac leg relining. However, the complaint report's description of onyx flowing into the tfle and tffb is impossible without puncturing the endograft and then injecting. 3. Aneurysm growth indicated endoleak or endotension. There is no planning/sizing sheet. There is no information regarding the implant procedure. There is no information regarding device handling. There is no mention of significant anatomy. The customer states the patient was ¿semi¿ compliant but it is not known what that entails. The imaging reviewer states that the complaint report's description of onyx flowing into the tfle and tffb is impossible without puncturing the endograft and then injecting. However, the customer previously mentions the patient had a type 2 endo leak that a colleague of his tried to fix with a direct needle puncture to the aneurysm sack. The physician questions if maybe that physician punctured the graft itself with the same needle. A review of the device history records (DHR) for the final assembly and graft subassembly records could not be reviewed as the lot number was not provided. The instructions for use (IFU) states the following in consideration of the reported failure mode: warnings and precautions: ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck) length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and their performance of their endovascular graft. ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Potential adverse events ¿ aneurysm enlargement. ¿ endoleak. ¿ surgical conversion to open repair. General: ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaa¿s. Cook cannot determine a cause for this event. Without additional information, this complaint cannot rule out any possible related contributing factors such as patient anatomy, disease progression, device failure, device handling, medical procedure and/or manufacturing. It should also be noted that endoleak formation is a known inherent risk of this device. The complaint was confirmed based on the imaging. However, imaging suspects endoleak but was unable to confirm or determine type of endoleak and attributes aneurysm growth to either endoleak or endotension. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Cook will continue to monitor for similar complaints. The appropriate personnel have been notified of this event.

Event description:
Per the cook representative, the patient was ¿semi¿ compliant with follow up appointments. There is not a planning/sizing sheet and no lot or rpn numbers have been provided. The physician mentioned that the patient had a type 2 endoleak that a colleague of his tried to fix with a direct needle puncture to the aneurysm sack. The physician questions if maybe that physician punctured the graft itself with the same needle.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during follow up at 12 years post implant it was noticed a possible type ii endoleak on a computerized tomographic angiography (cta). The doctor performed a direct sac lumbar puncture to infuse onxy to fix the lumbar artery endoleak. When the onyx was infused he noticed it was getting directly into the tffb and tfle's. He then realized that there was some type of type iii endoleak. He then noticed some kind of limb/stent disruption resulting in a hole in the graft fabric of the right tfle. He then placed a covered stent into the right limb which resolved the type iii leak. No adverse consequences were reported to the patient as a result of this occurrence.